Manufacturer narrative:
This complaint is related to (B)(4)/ medwatch #1828100-2019-00610.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a 'battery should be repaired, there may not be full backup' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2019, the team set up the hlm without issue. Shortly after commencing cpb, the team received a message in the central control monitor (ccm) messaging area stating that full battery backup may not be available. This message was visible for about five minutes, and then after that message disappeared. The team did not lose alternating current (ac) power during the procedure. There was no harm or blood loss related to the incident. There was no delay in the continuation of the surgical procedure.

Manufacturer narrative:
Per the manufacturer's subsidiary, after working with a technical support specialist on the proper charging techniques and after implementing the unit charged and the error message cleared.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.